Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was not able to secure the right atrial (ra) lead in the device header. A new ra lead was implanted, but the new lead was also not able to be secured in the device header. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.